Manufacturer narrative:
Date of report : 13may2019, date rec¿d by MFR : 05apr2019. The fse replaced the battery and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07march2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer reported that the battery measured 8.59 volts. The customer charged the battery overnight; however, the issue persisted. Onsite support was requested for further troubleshooting. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit failed to power on. There was no patient involvement. The event date was not specified; estimate used.